Event description:
It was reported by the clinician that after the spring wire guide (swg) was removed from the patient, it was found unraveled. The customer confirmed the swg was removed in its entirety. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.